Event description:
Caller reported an issue with cgm error 42 related to their g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided complete pump reset information and guided the caller through the process. After the reset, the pump no longer displayed the error code, allowing the caller to successfully start their sensor session.